Event description:
A customer reported that the pump battery would not charge, and attempts to resolve the issue by trying different wall outlets and adapters were unsuccessful. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and customer reverted to the replacement pump for insulin therapy.